Event description:
Meter was set to the incorrect unit of measurement (uom). Prior to contacting lfs, at 10:00 am pt described not feeling well, such as experiencing pulsing eyes and head, dizziness, and blurred vision. He tested following the onset of his symptoms and obtained a 401 mg/dl (converts to 22.3 mmol/l), while believing that the result was actually 40.1 mmol/l. According to the owner's manual specifications, a one touch ultra meter result range is between 1.1 mmol/l through 33.3 mmol/l. He was administered water and advised by the safety/medical person at work to go to the hosp. The pt drove to the hosp and arrived 1/2 hour later. Upon his arrival, a result of 27.5 mmol/l (converts to 495 mg/dl) was obtained on the hospital meter. He was administered saline solution intravenously. No other treatment was administered. He was continuously monitored for 12 hours for hyperglycemia. The pt was instructed to ensure he maintains his evening insulin regimen dose. The following day, the pt visited his physician's office. He was advised to take 40 units humulin in the morning and 40 units in the evening. Prior to the hospitalization, the pt was taking 25 units humulin and 25 units humalog in the morning and the same in the evening. Although there was a misinterpretation of the result on august 15, 2005, he maintainted his set amount of insulin. Since the pt obtained an elevated result, interpreted it as a high result, experienced hyperglycemic symptoms, treated himself accordingly, and received treatment for hyperglycemia, there is no indication that the product caused/contributed to injury. The technical service rep verified that the meter was previously set to the correct unit of measurement and he had not recently changed the uom through the meter settings. This case is being reported as a potential malfunction due to the fact that meter is in the wrong unit of measurement while the pt does not recall going into the meter settings. The meter, test strips, and control solution were replaced.